Event description:
A peritoneal dialysis (pd) nurse reported that a pt presented with abdominal pain, fever, and the window of the bag was hazy the morning of (B)(6) 2014. The nurse stated she does not think it's related to the cycler and it was not ouch contamination. The nurse stated the pt missed one bowel movement. Medical records from the pt's treatment facility show that pt had (B)(6) that was treated with unk antibiotics.

Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the medical records info and a review of the provided follow up info, it appears that on (B)(6) 2014, the pt had symptoms of peritonitis. On (B)(6) 2014, the pt's daughter brought in a bag of the pt's pd fluid to the clinic, which appeared cloudy. The pt had abdominal pain and fever. A culture of the pt's effluent pd fluid showed (B)(6). There was no further info provided in the pt's record. The pt's pd rn stated that she did not believe that the peritonitis was cycler or contamination related. This event will be reported as an MDR serious injury.